Event description:
It was reported that during an unknown procedure, the device was closed on the tissue, but would not cut or fire. Another device was used to complete the operation. No adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. In addition, do not clamp across or grip on the locking springs when attempting to reattach the detachable head assembly as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.